Event description:
This case was reported by a consumer and described the occurrence of pus at application site in a (B)(6) female patient who received breathe right nasal strips (breathe right nasal strips advanced) for an unknown drug indication. A physician or other health care professional has not verified this report. On an unknown date, the patient started breathe right nasal strips (topical). At an unknown time after starting breathe right nasal strips, the patient experienced application site infection, application site bruise, application site redness, application site scab, application site blister and device misuse as the patient did not use water to remove the strip. The strip just peeled away. This case was assessed as medically serious by gsk. Treatment with breathe right nasal strips was discontinued. At the time of reporting, the events were unresolved. Consumer reported using the breathe right advanced and having the events of blister at application site, scab at application site, pus at application site, red at application site, application site bruise and device misuse. The events of blister at application site and pus at application site has resolved. The events of scab at application site, red at application site and application site bruise have yet to resolve. The patient did not use water to remove the strip. This represents device misuse.

Manufacturer narrative:
Breathe right is manufactured in (B)(4) in the united states, and neither the product nor the lot number for this product is available. (B)(4).